Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No moisture damage was found inside the insulin pump, no vibration anomaly and no constant tone during our testing. However, the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no battery out limit alarm noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The customer states the pump was exposed to fluid. The customer's blood glucose level at the time of incident was 404mg/dl. The customer treated with manual injection. The customer states the pump is vibrating without alarm or alert. The customer states they had unresponsive button and battery out limit alarm. The customer was advised the pump would be replaced and returned for analysis.